Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3002416487-2013-00032. This product is not distributed in the USA, therefore submission to the us FDA was not necessary.

Event description:
It was reported the cylinder in the ct45 wheelchair has seized.